Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s))'), uterine perforation ('perforation (uterus)\ migration of essure device location of device: uterine serosa') and device breakage ('during removal, only half of the device was found') in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". Concomitant products included medroxyprogesterone acetate (depo provera) since 2003 to (B)(6) 2012 for contraception. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced alopecia ("hair loss") and pelvic pain ("pelvic pain"). On (B)(6) 2012, the patient experienced fatigue ("fatigue"), 2 months 1 day after insertion of essure. In (B)(6) 2012, the patient experienced eczema ("eczema"), migraine ("migraines / headaches"), tooth fracture ("multiple teeth breaking"), abdominal pain ("abdominal pain"), micturition urgency ("urinary urgency") and pollakiuria ("frequent urination") and was found to have weight increased ("weight gain"). In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and dysmenorrhoea ("heavy menstrual cycles and painful cramping"). On (B)(6) 2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced nausea ("nausea") and dyspareunia ("dyspareunia (painful sexua intercourse)"). On (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and underwent artificial crown procedure ("teeth were rebuilt\capped"). The patient was treated with phentermine, tranexamic acid (lysteda) and surgery (unilateral salpingectomy - laparoscopic retrieval). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, uterine perforation, device breakage, eczema, tooth fracture, weight increased, alopecia, micturition urgency, pollakiuria, dysmenorrhoea and artificial crown procedure outcome was unknown, the vaginal haemorrhage, menorrhagia, migraine, dyspareunia and fatigue had resolved and the nausea, pelvic pain and abdominal pain was resolving. The reporter considered abdominal pain, alopecia, artificial crown procedure, device breakage, dysmenorrhoea, dyspareunia, eczema, fallopian tube perforation, fatigue, menorrhagia, micturition urgency, migraine, nausea, pelvic pain, pollakiuria, tooth fracture, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: insertion details- left side- 7 coils, right side- 5 coils. Current weight 225 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 86.182 kgs. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 17-oct-2019: quality safety evaluation of ptc. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s))'), uterine perforation ('perforation (uterus)\ migration of essure device location of device: uterine serosa') and device breakage ('during removal, only half of the device was found') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". Concomitant products included medroxyprogesterone acetate (depo provera) since 2003 to may 2012 for contraception. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced alopecia ("hair loss") and pelvic pain ("pelvic pain"). On (B)(6)2012, the patient experienced fatigue ("fatigue"), 2 months 1 day after insertion of essure. In (B)(6) 2012, the patient experienced eczema ("eczema"), migraine ("migraines / headaches"), tooth fracture ("multiple teeth breaking"), abdominal pain ("abdominal pain"), micturition urgency ("urinary urgency") and pollakiuria ("frequent urination") and was found to have weight increased ("weight gain"). In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and dysmenorrhoea ("heavy menstrual cycles and painful cramping"). On (B)(6) 2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced nausea ("nausea") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and underwent artificial crown procedure ("teeth were rebuilt\capped"). The patient was treated with phentermine, tranexamic acid (lysteda) and surgery (unilateral salpingectomy - laparoscopic retrieval). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, uterine perforation, device breakage, eczema, tooth fracture, weight increased, alopecia, micturition urgency, pollakiuria, dysmenorrhoea and artificial crown procedure outcome was unknown, the vaginal haemorrhage, menorrhagia, migraine, dyspareunia and fatigue had resolved and the nausea, pelvic pain and abdominal pain was resolving. The reporter considered abdominal pain, alopecia, artificial crown procedure, device breakage, dysmenorrhoea, dyspareunia, eczema, fallopian tube perforation, fatigue, menorrhagia, micturition urgency, migraine, nausea, pelvic pain, pollakiuria, tooth fracture, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: insertion details- left side- 7 coils, right side- 5 coils. Current weight (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-sep-2019: pfs received: reporters were added. Case become incident, previously added injury nos was replaced with abnormal bleeding (vaginal) & new events- abnormal bleeding (menorrhagia), eczema,bladder or urinary problems or changes, migraines / headaches, nausea, multiple teeth breaking, dyspareunia, pain, perforation (fallopian tube(s)), fatigue, perforation (uterus), weight gain, hair loss, heavy menstrual cramping, abdominal pain, device breakage, device monitoring procedure not performed, urinary urgency, capped teeth, frequent urination, pelvic pain, were added. Treatment drugs were added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.